Event description:
The customer reported that the insulin pump was under-delivering a saline solution. It was reported that the customer was using a saline solution rather than insulin in the insulin pump, and that the customer would be starting to use insulin in the insulin pump at a later date. The customer reported a low reservoir alarm from the insulin pump. The helpline assisted the customer with the alarm. The customer was advised to call the helpline back to walk through the priming process when the customer used insulin. The customer's reported blood glucose value was 50 mg/dl. The customer treated with sugar. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.